Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2020, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-feb-2022, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 1343 mcg/day and reduced to 200 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient was admitted to the hospital with possible sepsis. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Dye study was attempted, but the physician was unable to aspirate catheter. Logs were read, but no stalls were noted. Patient declined with bradycardia, so attending physician thought the patient might have baclofen toxicity and requested that his daily dosage be reduced. Actions/interventions taken to resolve the issue included that the patient's daily dose was reduced from 1343 mcg/day to 200 mcg/day. It was unknown if the issue had resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown. No surgical intervention was occurred or was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the inability to aspirate the catheter. The patient's symptoms and inability to aspirate the catheter resolved.